Event description:
A report was received that the patient was having pain at the battery site. The patient will undergo scs removal.

Event description:
A report was received that the patient was having pain at the battery site. The patient will undergo scs removal.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm additional information was received that the patient underwent an explant procedure wherein everything was explanted. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.